Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported that his insulin pump alarmed during the rewind/prime process. Troubleshooting was performed. Assisted the customer to rewind again, but the device was stuck on the prime mode. No further information was provided.